Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient came to surgeon complaining of hip pain. An x-ray revealed a loose acetabular component. During surgery it was noted a loose shell with no bony ingrowth. A zimmer tantelum shell was implanted as a replacement."